Manufacturer narrative:
(B)(4). Incorrect prep; above rated burst pressure. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with heavy calcification in the circumflex artery. The rx trek balloon was not soaked prior to use. The rx trek balloon catheter was advanced with resistance to the lesion; however, the balloon ruptured at 26 atmospheres (atm) at the first inflation. The distal portion of the balloon separated, from the proximal balloon marker to the tip. The separated balloon was free floating in the mid circumflex, and could not be found under fluoroscopy. There was no attempt to retrieve the separated balloon. The patient was then sent to surgery to perform coronary artery bypass graft (CABG) to treat the vessel. Reportedly, the patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the site and has not been made available for evaluation. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It was reported that the balloon was inflated to 26 atm. It should be noted that the coronary dilatation catheters (cdc), trek rx, instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for this device is labeled 14 atmospheres. In addition, it was reported that the device was not soaked prior to use. It should be noted that the IFU states: note: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating.